Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to be in backup vvi operation due to multiple flipped bits. The device was at elective replacement indicator. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.